Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported by the customer suspected a malfunction with an occlusion alarm on a pump module. According to the clinician, the pc unit screen showed that the volume to be infused (vtbi) of the pump module was decreasing but the IV bag used was full for a few hours and nothing was dropping into the drip chamber. The issue was unable to be replicated. The event log showed that the pump was programmed at 100ml/hr, vtbi was 900ml, and the pump stopped after 245.6ml was infused. The customer stated that the pump module should have alarmed if the fluid side was occluded as nothing was infused to the patient for over two hours. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported by the customer suspected a malfunction with an occlusion alarm on a pump module. According to the clinician, the pc unit screen showed that the volume to be infused (vtbi) of the pump module was decreasing but the IV bag used was full for a few hours and nothing was dropping into the drip chamber. The issue was unable to be replicated. The event log showed that the pump was programmed at 100ml/hr, vtbi was 900ml, and the pump stopped after 245.6ml was infused. The customer stated that the pump module should have alarmed if the fluid side was occluded as nothing was infused to the patient for over two hours. There was a patient involvement but no harm.